Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01091. It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedance on right t12 leads. Reportedly, patient suffered several recent falls. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which sn has high impedance. Hence, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on 10may2022 wherein both the leads were explanted and replaced addressing the issue. Reportedly, both the leads had high impedance. Therapy was restored post operatively.